Manufacturer narrative:
Evaluation of the device was not possible as the product was not returned. The surgeon commented that the patient may have been osteoporotic. Review of preoperative and postoperative x-rays indicated a severely obese patient with osteopenia/osteoporosis. The x-rays demonstrate a postoperative fracture of the medical tibial plateau subjacent to the tibial component.

Event description:
The pt received a uni-compartmental knee implant, was pain free and released on the day of surgery. The patient presented with pain at the three week follow up. The surgeon was initially concerned about tibial subsidence. The surgeon performed a total knee replacement. The surgeon commented that the patient may have been osteoporotic. Review of preoperative and postoperative x-rays indicated a severely obese patient with osteopenia/osteoporosis. The x-rays demonstrate a postoperative fracture of the medial tibial plateau subjacent to the tibial component.